Event description:
This pt was found on floor of hospital room. Pt was in a kci first step all in one specialty bed with serial number (B)(4). The pt is of small stature and weight. Three side rails were in the up position. The turning function of the specialty bed was initiated and the pt rolled over the side rail while the bed was rotating to the side turning mode. Physician eval found no injury from this fall event. The mattress was observed to be about 6 inches from the side rail. From (B)(6) 2011 through (B)(6) 2012: specialty bed used to prevent tissue breakdown/pressure ulcer.